Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with trace diffuse lamellar keratitis (dlk) in both eyes(ou) at post treatment. Topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of hazy vision day one but all has resolved. Patient reported the symptoms are not interfering with daily activities. On (B)(6) 2018,the surgery noted all dlk was resolved and right eye (od) was 20/20 and left eye(os) was 20/20, both eyes (ou) was 20/15. Bcva from (B)(6) 2018: right eye pre-op 20/20 -6.50 x -.25 x 70; left eye pre-op 20/20 -6.25 x -.25 x 115. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x -.25 x 175; left eye post-op 20/20 .00 x -.25 x 10.